Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient previously implanted with two integrity rx bare metal stents and three non-medtronic stents inquired about the spatial gradients and sar limits in relation to their stents. It was indicated that an integrity stent was first implanted and then another integrity stent was placed inside that stent (revascularization). Another procedure was also performed to implant a stent, the patient was not sure which procedure was carried out first. MRI information was emailed to the patient.